Event description:
It was reported that patients implantable pulse generator (ipg) was getting hot while charging or running the therapy. It was also noted that patient experience burning sensation. The patient underwent an ipg replacement procedure and was doing well post operatively.